Event description:
New information indicates the lead was replaced. Insulation abrasion was observed upon explant.

Event description:
It was reported that false episodes of vf were detected due to noise. The noise was reproduced with isometric testing. The lead remains implanted. Patient condition is good.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.5cm was returned for analysis. External insulation abrasion was noted at 6.7-6.8cm from the connector pin, consistent with lead friction to the ICD can. The sensing coil was exposed at this location. This is consistent with the observation form the field of noise.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.